Event description:
Found pt not being paced at the set rate. Then noticed the cable was not connected to the pacemaker because the plastic locking tab on the connector was broken.

Event description:
Add'l info rec'd from MFR on 04/22/2003: fl-601-97 disposable single use product. Customer unable to give remington the lot#. Customer has received multiple shipments from remington with multiple lot#'s. It would be a guess as to which lot was involved with this product complaint. The returned product was loose in a non-remington box and did not have any lot# identifiers associated with it. Customer claims that product was connected and secured to medtronic pacemaker, then it disconnected and would not latch. They stated they used a new fl-601-97 and it worked fine. This is a single use disposable product. In reviewing the first two events it appeared as though it was an operator error. The locking tab on the 97 male connector was not secured properly before using. On receiving the third complaint, company began a full-blown failure investigation. Company involved the supplier who over molds the connector. Company offered to visit the customer submitting the third complaint and inspect the analyzer that they were using and also for the company to determine if they were by chance re-sterilizing the cables. The company's intent was to test some of cables still in their inventory with the analyzer that they use. They refused.